Manufacturer narrative:
The carefusion service tech replaced the pigtail adapter and the power flex circuit to correct the problem.

Event description:
It was reported that the ventilator had a damaged pigtail. During a visual inspection of the ventilator, the carefusion service tech found jp4 pin 2 of the power flex circuit was damaged and burned. The ventilator pigtail pins 3 and 4 were broken off and missing.